Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, allegedly the filter tilted and several struts had perforated the posterior of the inferior vena cava. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one week later, patient presented with the complaints of abdominal pain. Patient was treated and discharged. After two years and nine months, patient presented with the complaints of abdominal pain. Patient was treated and discharged. After seven years and two months, a computed tomography of abdomen was performed for filter evaluation. The study showed that a tent shaped inferior vena cava filter was identified in place with the head located approximately 1 cm below the level of the right renal vein with mild angulation by 5 degree relative to the inferior vena cava along the axis. Six distal perforating prongs are visualized through the wall of the inferior vena cava most pronounced posteriorly by 4 mm. This also prominent posterolateral by 3.8 mm. There was no inferior vena cava filter fragment fracture or dislodgement. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is unconfirmed for the alleged filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, d4 (expiry date:02/2011), g2, g3, h6(method). H11: b1, d1, d4, g1, h1, h6 (patient, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the posterior of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.